Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686m030003. The device history files were read and analyzed. The customer specified 2025-11-25 as the date of the incident. The last stored therapy entries are from 2025-11-10. A space line neutrapur was selected at 9:51 and the infusion started with a rate of 200 ml/h at 14:55 after standby mode. Time was set to 1 hour and 30 minutes. At 16:22, the therapy was terminated by upstream alarm and vtbi near end alarm. A total of 290,16ml was infused. No other anomalies could be detected. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. The control unit is mechanically damaged at the bottom near the lcd display. No other visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,22%. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,13%. All measured values are within our specification. The device was disassembled and the inside was investigated. No visible damage were found inside the device only a little bit liquid residue can be seen inside. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "incorrect delivery of the drug. The pump delivered the medication too slowly. Settings: 300 ml/h. After 1 hour, half of the medication remained.".